Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have high blood glucose of 400 mg/dl, which was treated with manual injection. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. During troubleshooting, it was found that infusion set had tiny air bubbles which were cleared. Customer also reported of having a urinary track infection, but finished anti-biotic a week prior to high blood glucose. After troubleshooting, customer was advised to contact healthcare professional regarding unexplained high blood glucose and to call helpline when in receipt of tubing clamp in order to complete troubleshooting.